Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 299 mg/dl. The customer stated that she had had a chest x-ray taken and was wearing the insulin pump at the time. Advised replacement of the insulin pump. Nothing further reported.